Manufacturer narrative:
Initial report ref natus complaint # (B)(4). No UDI recorded as this is not applicable for this device. The affected product has been requested for return for further investigation.

Event description:
It was reported by the customer that their nicview 2.0 camera arm is no longer able to hold its upright position and keeps falling down. There was no patient involved in this incident. There was no death or serious injury that required medical treatment.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Acceptable risk associated with the complaint as per line 6.7 in doc-(B)(4) nicview 2 risk analysis. No death or serious injury, considered a customer inconvenience. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probably of occurrence has not changed. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Technical service have sent a ae questionnaire to the customer. The affected product has been requested for return for further investigation.

Event description:
It was reported by the customer that their nicview 2.0 camera arm is no longer able to hold its upright position and keeps falling down. There was no patient involved in this incident. There was no death or serious injury that required medical treatment.

Manufacturer narrative:
Follow up report 002 ref natus complaint#(B)(4). Several attempts were made to the customer for the defective parts to be returned. Product was not returned for further evaluation, therefore unable to verify complaint. Additional information regarding this complaint is documented under capa005201. Risk is considered low. Initial report is not related to patient/user safety. Closure rationale: complaint could not be verified, materials not returned for analysis. No death or serious injury, considered a customer inconvenience. Complaint will be included in trending data for further review and investigation if needed.

Event description:
It was reported by the customer that their nicview 2.0 camera arm is no longer able to hold its upright position and keeps falling down. There was no patient involved in this incident. There was no death or serious injury that required medical treatment.